Event description:
Incident description: decapolar catheter was not achieving proper/full curve upon manipulation. The catheter was switched out for one with proper curve. There were no complications.